Manufacturer narrative:
As reported, the capsure straight fixation device fasteners failed to pierce the tissue. The subject device was discarded. Based on the information provided and the device being used without further issue to complete the procedure the most probable cause for the failure to fixate is an event occurring during use. However, without having the sample to evaluate, a definitive conclusion cannot be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position" and precautions section of the IFU states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample not available - discarded.

Event description:
As reported, during a laparoscopic transabdominal preperitoneal (tapp) procedure, capsure straight fixation device was used to fixate the mesh, several fasteners did not pierce the tissue properly and were removed from the patient's body. It was reported several fasteners were deployed and fixated into the mesh. Therefore, the procedure was completed using the same device. There was no reported patient injury.